Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the operator used vcp1345h for continuous suture during the surgery. The suture broke during the suture. A new suture (with specific product information unknown) was immediately replaced for re-suture. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific extension time was unknown) and secondary suture. The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgical procedure, the suture broke while suturing the tendon. This incident resulted in delayed patient treatment and a risk of postoperative wound suture breakage. Changed another one to complete the surgery. There was no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please clarify if there were consequences for the patient. - how long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available.